Event description:
It was reported that the ilet housing separated into two pieces after use, and the device was no longer watertight, though it continued to function and blood glucose was not impacted. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy and no medical intervention. Investigation included verification of device identifiers and arrangement of a replacement device. Investigation of this case revealed a suspected adhesive or bond failure in the enclosure consistent with screen or housing delamination, while core functionality remained intact. It was concluded, based on previously established findings for similar reports, that the cause was a device component integrity failure related to enclosure bonding.